Event description:
On 9/4/97, following a diagnostic procedure, an angio-seal device was placed. On 9/5/97, the pt called his physician complaining of swelling and redness from the arterial puncture site extending to the knee. The pt went to the ER where he was admitted to the hosp and treated with "ice bags and weights" for "bleeding under the skin". The pt was discharged home the next day with instructions to continue ice packs at home. The physician saw the pt on 9/8/97 and attributed the redness to a resolving hematoma. Follow-up with the pt on 10/3/97 confirms that the site is still tender and that the hematoma has completely resolved.